Event description:
It was reported that during a sigmoidectomy procedure, the device was used to perform functional end to end anastomosis. The device could not be fired on the way of the fourth firing. The deployed staples were unformed. The jaw was released and then the other new cartridge was loaded into the device and fired. The firing was completed without any problems. Reinforcement product was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The sc60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.